Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00202. It was reported that a burr became stuck on wire. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified unspecified vessel. A rotablator rotational atherectomy system and a rotawire¿ were selected and advanced to treat the target lesion. During withdrawal, while removing the device with dynaglide mode, it was noted that the device got stalled and the wire failed to be removed. The procedure was completed with another of the same rotawire. No patient complications were reported and the patient's status was good.